Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general") in a 33-year-old female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo an essure confirmation test". The patient's medical history included ectopic pregnancy. Concurrent conditions included acne rosacea, endometriosis, fibromyalgia, gallbladder polyp, hypertension, multiple sclerosis, nausea, right upper quadrant pain, constipation, black stools, colon cancer, hemorrhoids, gallbladder disease, gallbladder stone, menses irregular, vaginal discharge, chlamydia conjunctivitis neonatal, dysfunctional uterine bleeding, ovarian cyst ruptured, hot flashes, vaginal dryness, menometrorrhagia, endometriosis, dehydration, vaginitis and dysfunctional uterine bleeding. Concomitant products included atenolol, clonidine, cyclobenzaprine since (B)(6) 2010 and ibuprofen. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), diarrhoea ("chronic diarrhea"), nausea ("nausea"), muscle spasms ("leg spasm"), rash ("rashes or skin conditions (rashes)") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy - left oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash and back pain had resolved and the headache, alopecia, diarrhoea, nausea, muscle spasms, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, diarrhoea, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, muscle spasms, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2009 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical problem. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general") in a 40-year-old female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included ectopic pregnancy. Concurrent conditions included acne rosacea, endometriosis, fibromyalgia, gallbladder polyp, hypertension, multiple sclerosis, nausea, right upper quadrant pain, constipation, black stools, colon cancer, hemorrhoids, gallbladder disease, gallbladder stone, menses irregular, vaginal discharge, chlamydia conjunctivitis neonatal, dysfunctional uterine bleeding, ovarian cyst ruptured, hot flashes, vaginal dryness, menometrorrhagia, endometriosis, dehydration, vaginitis and dysfunctional uterine bleeding. Concomitant products included atenolol, clonidine and cyclobenzaprine since 1-apr-2010. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), diarrhoea ("chronic diarrhea"), nausea ("nausea"), muscle spasms ("leg spasm"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish,"), rash ("rashes or skin conditions (rashes)") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy - left oophorectomy.). Essure was removed on 16-jan-2017. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage, menorrhagia, rash and back pain had resolved and the headache, alopecia, diarrhoea, nausea, muscle spasms, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, diarrhoea, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, muscle spasms, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date jan-2009 and 04-may-2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Events per pfs: rashes or skin conditions (rashes) and lower back area pain. Concomitant medications were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a 33-year-old female patient who had essure (batch no. 676718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included ectopic pregnancy, ovarian cyst, vaginitis bacterial and vaginal delivery. Concurrent conditions included acne rosacea, endometriosis, fibromyalgia, gallbladder polyp, hypertension, multiple sclerosis, nausea, right upper quadrant pain, constipation, black stools, colon cancer, hemorrhoids, gallbladder disease, gallbladder stone, menses irregular, vaginal discharge, chlamydia conjunctivitis neonatal, dysfunctional uterine bleeding, ovarian cyst ruptured, hot flashes, vaginal dryness, menometrorrhagia, endometriosis, dehydration, vaginitis, dysfunctional uterine bleeding, bronchitis asthmatic, multigravida, hemorrhoids, menopausal symptoms, shortness of breath, spinal pain and sexually transmitted disease. Concomitant products included atenolol, clonidine, cyclobenzaprine since (B)(6) 2010, hydrocodone, ibuprofen and paracetamol (acetaminophen). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish,"). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions (rashes)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general"), headache ("headaches"), alopecia ("hair loss"), diarrhoea ("chronic diarrhea"), nausea ("nausea"), muscle spasms ("leg spasm"), back pain ("lower back area pain"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy - left oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, back pain and abdominal pain had resolved and the headache, alopecia, diarrhoea, nausea, muscle spasms, dysmenorrhoea, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, diarrhoea, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, muscle spasms, nausea, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2009 and (B)(6) 2010. There were three coils visualized on the left and due to some fluffy endometrium no coils were visualized on the right though the passage of the implant was without difficulties. Patient received treatment for: pelvic pain, abdominal pain, genital bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received- new event abdominal pain and post procedural complication were added. Event genital haemorrhage was updated to nonserious. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included ectopic pregnancy. Concurrent conditions included acne rosacea, endometriosis, fibromyalgia, gallbladder polyp, hypertension, multiple sclerosis, nausea, right upper quadrant pain, constipation, black stools, colon cancer, hemorrhoids, gallbladder disease, gallbladder stone, menses irregular, vaginal discharge, chlamydia conjunctivitis neonatal, dysfunctional uterine bleeding, ovarian cyst ruptured, hot flashes, vaginal dryness, menometrorrhagia, endometriosis, dehydration, vaginitis and dysfunctional uterine bleeding. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), diarrhoea ("chronic diarrhea"), nausea ("nausea"), muscle spasms ("leg spasm"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy - left oophorectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, genital haemorrhage, menorrhagia, headache, alopecia, diarrhoea, nausea, muscle spasms, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, diarrhoea, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, muscle spasms, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 31-jul-2018: new pfs + mr received- new event added: abnormal bleeding (general), dysmenorrhea (cramping), pain, psychological or psychiatric problems condition: depression and mental anguish, abnormal bleeding vaginal, abnormal bleeding menorrhagia, she did¿t undergo an essure confirmation test were added.new report we were added.hysterectomy event was replaced by pelvic pain event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("hair loss"), diarrhoea ("chronic diarrhea"), nausea ("nausea") and muscle spasms ("leg spasm"). Essure was removed. At the time of the report, the hysterectomy, headache, alopecia, diarrhoea, nausea and muscle spasms outcome was unknown. The reporter considered alopecia, diarrhoea, headache, hysterectomy, muscle spasms and nausea to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.